Event description:
While using a byte night aligner, patient is experiencing bottom aligners cutting into their gum on the left front side. Patient provided with tips and to file any sharp edges

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.